Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebv0361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the home health nurse has a patient with an aspira peritoneal catheter that was placed approximately one month ago. She reports that it drained properly at the hospital and she was able to drain it two days ago. The patient's abdomen is swollen, but the bulb will not inflate after it is squeezed and fluid is not draining. She states this happened with two bags.